Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus root repair procedure, a first firstpass mini was used normally for a few passes (approx. 3-5 passes) after which, upon retrieval of the product out of the patient body, a piece of metal broke off and had to be retrieved using a grasper. The procedure was completed with a significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The upper jaw is detached and not returned. Product was out of the original packaging. No packaging returned. A review of the customer provided images shows two devices one with the upper jaw removed and the other device being initiated. A functional evaluation revealed the needle will deploy when trigger is initiated, the upper jaw with the suture capture is detached cannot conduct suture pass test. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Undated images of the device were provided for review and confirms the reported breakage, however they do not indicate a root cause. Per case details, the broken piece was retrieved from the patient. It was communicated via e-mail that ¿no patient details can be provided.¿ the patient impact beyond the reported breakage and delay in procedure can not be determined. Should any additional clinical information be provided this complaint will be re-evaluated. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness. No containment or corrective actions are recommended at this time. Internal complaint reference case-2022-00107299-1 h6: failure mode updated.